Event description:
It was reported by repair work order that the scale was inaccurate due to a malfunctioning load cell. It was also reported that the nurse call system was not functioning due to a missing nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.